Manufacturer narrative:
(B)(4). A non-covidien service provider replaced the battery and the problem was solved. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht50 ventilator the "fault bat sys" was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.